Manufacturer narrative:
The device was received in normal working conditions with battery voltage at eri level. Analysis of the device image indicated data was corrupted caused by the use of electrocautery in the vicinity of the device. After initial interrogation under nominal conditions, the battery voltage was low and it was replaced to conduct further testing. Tests results under various conditions confirmed normal pacer functionality and no anomaly was found. The drop in longevity observed in the field is consistent with the change in temperature as the device was being explanted. Total projected longevity based on nominal settings is 9.20 years; implant duration is 9.70 years, which exceeded the projected longevity and considered normal battery depletion.

Event description:
During follow-up, the elective replacement indicatory (eri) was noted. The physician alleges premature battery depletion of the device. The device was explanted and replaced and the patient was in stable condition following the procedure.